Event description:
It was reported that the patient's lead exhibited high impedances. As a result, surgical intervention may be undertaken wherein the lead may be revised to address the issue. It is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000087795.